Manufacturer narrative:
Additional information has been requested but is not available at this time.

Event description:
It was reported that, "patient had bilateral knees done in 2006. One knee had tissue problem so patient went back to doctor, because she did not properly heal. Patient went back for a wash out and closure. During wash out, they replaced her insert. Insert was taken out and dr. Reporter would like someone to look at it because he was concerned about wear and tear on the insert already."